Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR# 2134265-2012-07067, MDR# 2134265-2012-07070, and MDR# 2134265-2012-07072. Same patient as MDR# 2134265-2012-07068 and MDR# 2134265-2012-07069. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2010, the patient presented with shortness of breath and positive stress test results. Cardiac catheterization was recommended. The first target lesion was located in the proximal left anterior descending artery (lad) and was treated with pre-dilatation and placement of a 2.75 x 32 mm taxus liberte stent, with 0% residual stenosis. The second, 80% stenosed, 28mm x 2.75mm, de-novo target lesion was located in the mid lad. The second target lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm taxus liberte stent, with 0% residual stenosis. The third target lesion was located in the 2nd diagonal and was treated with pre-dilatation using a 2.00 x 20 mm apex balloon and 2.00 x 40 mm apex balloon, resulting in recoiling. The 2nd diagonal was treated with placement of a 2.25 x 32 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with substernal chest discomfort radiating to neck and arm. The patient was taking aspirin and clopidogrel. The patient had not taken the study drug since april 2012. Cardiac enzymes were elevated and an electrocardiogram indicated possible ischemia. Cardiac catheterization was recommended. Two days later, a long lesion extending from the left main coronary artery (lmca) to the proximal lad was treated with placement of a 3.00 x 12 mm promus element stent. During post-dilatation with a 4.00 x 8 mm apex balloon, the balloon ruptured at 22 atms. Ivus revealed a widely patent stent in the lmca and proximal lad with good stent apposition. The 80-90% stenosis located in distal lad was treated with pre-dilatation and placement of a 2.50 x 20 mm promus element stent, with 0% residual stenosis. The 60-70% stenosis noted in the mid left circumflex artery was treated with placement of a 2.75 x 16 mm promus element stent, with 0% residual stenosis. The 80% stenosis in right posterolateral (rpl) branch was treated with placement of a 2.75 x 12 mm promus element stent. The 30% stenosis noted in mid right coronary artery (rca) was treated with pre-dilatation and placement of a 2.75 x 24 mm promus element drug eluting stent which was jailed by the promus element stent placed in rpl branch of rca. In addition, the 25-30% stenosis noted in the ramus was treated with kissing balloon technique, with 0% residual stenosis. The next day, the event was considered as resolved without residual effects and the patient was discharged on aspirin and clopidogrel.